Manufacturer narrative:
(B)(6).

Event description:
The customer reports that when filling the bag with the feed prior to use, a leak was detected.

Manufacturer narrative:
The device history record review of the reported lot number, shows evidence that the product was released according to all established procedures and quality assurance documentation. Because the sample was not returned by the customer for evaluation and no picture was provided, the issue could not be confirmed and the root cause and corrective actions could not be identified. If the sample is received, the complaint will updated as necessary. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.